Event description:
It was reported that insulin leaked from the bottom of the device during a supply change, and the users subsequently performed a full supplies replacement and completed a successful site change with agent guidance, with no device alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no impairment, no hospitalization, and resolution after troubleshooting and education. Investigation included customer service troubleshooting focused on exiting the fill tubing step and reattempting the site change with new supplies. Investigation of this case revealed a suspected infusion system leak during setup that was resolved by replacing consumables and completing the site change, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup leading to leakage, resolved through standard troubleshooting and proper reinstallation.